Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage, including a cut in the lead insulation. Analysis of performance data indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, maximum rv capture threshold consistently measured 2.5v.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The patient was concerned that the high thresholds could be contributing to their inappropriate paroxysmal atrial tachycardias and sinus tachycardias. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.